Event description:
Anesthesiologist reports, due to poor interface between the 5cc plastic syringe and the spinal needle, he experienced three incidents of csf spray back into his eyes during spinal procedures. Reporter rinsed eyes after each incident. No medical intervention required.